Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an atrial lead that had rising impedances. The lead also exhibited loss of capture. The lead was capped on (B)(6) 2018 and the patient was stable.